Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely due an observed forceps channel leak, resulting in an ingress of water into the device and causing an electronic component malfunction and loss of image. The cause of the observed channel leak could not be determined, however, it was likely the result of user handling/mishandling. The event can be detected/prevented by following the instructions for use (IFU) which states: important information ¿ please read before use precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information receive from the customer" - the procedure was a diagnostic bronchoscopy w/bal - the patient was under general anesthesia and there was approximately a 15 minute delay while replacing the device - the procedure was completed with a similar device - there was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no image and the scope's screen was black when the scope was angulated to the up position, the technician was unable to see/check for more leaks, there was a slow leak in the channel at the distal end which is being caused by a tear inside the channel wall, and deep dents in the insertion tube. The switch/camera and el connector were found to be working okay. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope did not display an image. The issue was found during preparation for use of an unknown procedure. There were no reports of patient harm.